Event description:
It was reported that the pump history was missing data despite being in use. Blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.